Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during initial testing. However, the reported problem could not be duplicated. The analog board was replaced as a precaution. The device passed the final test procedure, was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.